Event description:
It was reported to medtronic minimed that the customer experienced carelink care app was reflecting an hour delayed. The customer reported no adverse event. The event involved product(s) mmt-6112. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to replicate the reported event using the carelink connect app with a test account in production, and the issue was successfully reproduced. However, it was determined that this issue was related to infrastructure. Upon investigation with the software engineering team, it was discovered that there was a capacity issue concerning the number of users the system could support on cumulus. This resulted in system slowdowns and delayed transitions from appearing in the cp app. Consequently, the care partner was unable to retrieve the latest data from cumulus, leading to the display of outdated data on the cp app. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_n. (Most likely) root cause: the carelink infrastructure has a built in retry process that increased the traffic on carelink personal with caused multiple retries for the same transaction which led to into the problem with more addition of data on one of the database tables. Analysis summary: as per the analysis, issue has been resolved following capacity changes on infrastructure. Additionally, preventive measures have been outlined to improve capacity management in the future. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.